Event description:
A customer reported that unexpected negative reactivity was obtained with capture-r ready-screen (pooled) test wells for a sample with a history of having anti-c.

Manufacturer narrative:
A review of the image result files showed that no errors occurred during testing and the well fill volume was acceptable. The red cell button appeared fuzzy with slight adherence in the well. The customer did not submit any product or sample for investigation. Lot n328 expired prior to the complaint being received. No additional testing could be performed. A review of the device history record showed that product met specifications prior to distribution. The customer was referred to the limitation section of the package insert which states that antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorporating the red blood cells of unpooled single donors.